Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was not used and replaced during the procedure. The patient was in stable condition.